Event description:
It was reported that the pulse generator could not be interrogated using the radiofrequency (rf) wand. When using an inductive wand, the device could be interrogated while pressing down on the pocket. The patient's pocket was noted to be swollen.